Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device could not confirm the reported complaint as both ts remain on the delivery needle. The device was tested for deployment using a rubber meniscus model, both ts were able to be stripped off the needle and the suture cinched as intended. The device was not returned in the condition of the reported complaint. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus surgery, after both ts were advanced, the suture knot can't be pushed. T's were removed from patient. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.